Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 360 mg/dl on (B)(6) 2019. The customer¿s blood glucose level was 479 mg/dl at the time of incident and current blood glucose 173 mg/dl. The customer was treated manually and with pump. The customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.